Event description:
A report was received that stated the device was being used for blood draw from a patient. It was reported that during insertion, the needle was bent. When the nurse removed the needle from the patient, the needle was unable to be engaged into the safety mechanism. No needlestick took place. There was no patient or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.